Event description:
I had lasik surgery in 1996, 20 years ago. Both eyes were done on the same day by dr. (B)(6). I had 20/20 vision for about a year and complete regression by post-op year 3. I suffer from dry eyes requiring lubrication ointment every two hours. This dryness is refractory to tear duct plugs and restasis. I have severe night blindness, especially when it is raining. I cannot recommend this procedure to anyone.